Event description:
The patient went to surgery and no products were replaced on (B)(6) 2012. In the operating room, system diagnostics were output status ok, lead impedance ok, dcdc 2, eri no. The generator pocket was opened because of the suspected pin issue on x-ray based on one view only. Diagnostics were again the same. The generator was taken out of pocket and diagnostics were the same. No issues were noted with the pin. No debris noted in the header of the generator. The setscrew was in place and tight. The pin was removed with an accessory pack and a pin reinsertion performed. Diagnostics were the same. The generator was placed back in pocket and diagnostics were the same. Therefore the patient was closed and nothing replaced. The cause of their high impedance is unknown at this point. Nothing was noted in the generator pocket to have attributed to it. It could have been a positional issue with the lead pin causing the event.

Manufacturer narrative:
Date of birth, patient sex ; corrected data: date of birth and patient sex added to report.

Manufacturer narrative:
Type of event: corrected data omitted 30 day report on initial MDR. It is possible the event was related to a positional intermittent lead pin connection issue.

Event description:
A vns treating physician reported that their patient had high lead impedance. There was no report of any patient trauma or falls preceding the event. The patient had 5 seizures in (B)(6) and 6 in (B)(6) and 2 at the time of their office visit on (B)(6) 2012. High impedance was noted at their visit on (B)(6) 2012. It is unknown if their seizures are above or below their prevns rate. The patient will be referred for surgical evaluation. In december the patient had 9 seizures and their vns was checked and reported to be working well. X-rays were received for review. The generator is present in the left chest. The filter feedthru wires appear intact, and the lead wires appear intact at the connector pin. However, the lead connector pin does not appear to be fully inserted into the connector block with the x-rays provided. It is noted that the generator can only be visualized in one ap view. The electrodes appear to be in the correct orientation, but the strain relief is not placed per labeling. A strain relief bend is present, however no strain relief loop is present. The first tie-down is placed lateral to the negative electrode, and the second tie-down is placed lateral to the strain relief bend. However, there is no tie-down securing a strain relief loop. There is a portion of the lead body behind the generator, so continuity in that portion of the lead cannot be assessed. There were no acute angles or lead discontinuities seen in the visible portion of the lead body. Based on the x-ray images provided, the cause for the reported high impedance is likely attributed to the lead connector pin not being fully inserted into the connector block. In addition, the presence of a microfracture in the lead or a lead discontinuity in the portion of the lead that was behind the generator cannot be ruled out. Good faith attempts thus far have been made and no further information attained.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed no gross lead discontinuity. It is possible based on the view available that the lead pin is not fully inserted into the header of the generator. Device malfunction suspected but did not cause or contribute to a death.